Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device was in the articulated position when it was removed from the trocar and the reload fell off and was left in the abdomen without notice. The patient came back to operating room a day after laparoscopic ventral surgery with constipation and pain. The symptoms did not subside so patient had an x-ray and foreign object was found in the patient. The object was the reload. The surgeon completed a second surgery to remove the object. The event led to extended patient hospitalization for one day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.